Event description:
It was reported post-procedure, the patient's right ventricular (rv) lead had high capture thresholds and decreased sensing. There was an allegation of perforation due to the patient experiencing chest pain. On (B)(6) 2021, the rv lead was repositioned. The patient was stable throughout procedure.